Event description:
It was reported that there is a crack on the screen of the insulin pump. It was also reported that the customer is experiencing high blood glucose levels. Customer stated that the infusion set is not delivering insulin. Customer's blood glucose reading was 550+ mg/dl. It was reported that the insulin pump alarmed threshold suspend. Advised discontinuation of the insulin pump. Troubleshooting was done. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches on the display window.